Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle applicator tip broke and remained attached to the implant after the implant was placed. There was a surgical delay of thirty (30) minutes. The patient did not retain the fragments. The procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> according to the information received, ¿pinnacle applicator tip broke and remained attached to the implant after the implant was placed¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned pinn straight cup impactor revealed that the weld that attaches the threaded tip to the main device was broken. In addition, the device has a general appearance of normal and constant use over a long period of time, causing the etching to fade. The broken tip was returned for evaluation. The fracture is consistent with exposure to unintended forces, such as striking the device in areas not intended to be impacted or impacting the device before the tip is fully seated in the cup. As a result of these unintended forces, which likely caused the weld fracture, the threaded tip may separate from the shaft. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the worn condition of the returned device. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the worn condition of the returned device.

Event description:
Additional information received states that the tip of the impactor was not left in the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿pinnacle applicator tip broke and remained attached to the implant after the implant was placed¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned pinn straight cup impactor revealed that the weld that attaches the threaded tip to the main device was broken. In addition, the device has a general appearance of normal and constant use over a long period of time, causing the etching to fade. Since the threaded tip was returned for evaluation, the reported "embedded" condition cannot be confirmed the fracture is consistent with exposure to unintended forces, such as striking the device in areas not intended to be impacted or impacting the device before the tip is fully seated in the cup. As a result of these unintended forces, which likely caused the weld fracture, the threaded tip may separate from the shaft. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the worn condition of the returned device. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the worn condition of the returned device.